Event description:
It was reported that the procedure was being performed on an ami pt (contrary to IFU), and the target lesion was in the distal rca. Pre-dilatation was performed and a 3.0/13 penta was implanted at the distal rca. Another 3.5/13 penta was thought to have been implanted proximal to the previous implanted stent; however, the stent had dislodged in the protective sheath. The penta balloon was inflated and deflated several times. At this time, thrombosis occurred and was treated using percusurge. The procedure was closed with poba.